Event description:
Averse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "difficulties in the piston flow, as if needle was stuffed up" (device clogged). A facility reported that one out of ten syringes shoed difficulties in the piston flow, as if the needle was stuffed up. There has been no pt impact associated with these events. Additional info has been requested.

Manufacturer narrative:
The device was not returned for eval. The exact lot number used is unk; device history record review could not be performed. Additional info has been requested. (B) (4).